Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes gel smearing was seen in approximately 63 tubes and this led to erroneous results. They did not recollect patients. The lab aliquoted plasma to an insert cup, parafilmed it in the tube, and recentrifuged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel issue was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of gel issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel issue. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) as no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes gel smearing was seen in approximately 63 tubes and this led to erroneous results. They did not recollect patients. The lab aliquoted plasma to an insert cup, parafilmed it in the tube, and recentrifuged. No adverse impact was reported regarding the patient or user.